Manufacturer narrative:
Correction/removal number: 16927487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not used her scs system for approximately 6 months (exact date unknown) and has not recharged her system, hence her ipg is inoperable. The sjm representative confirms the ipg was unable to communicate with any external devices. Surgical intervention may be pending to address this issue.